Manufacturer narrative:
Additional information was added to the following fields: h6: device codes

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, this device exhibited pacing inhibition. It was decided to explant and replace this device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported. Additional information received detailing that loss of capture was also observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Analysis of data could not be performed as communication could not be stablished and data was corrupt. The battery was taken out and added to an external power in order to address performance, battery voltage analysis showed evidence of high battery impedance. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, this device exhibited pacing inhibition. It was decided to explant and replace this device. This device was returned to boston scientific for analysis. No further adverse patient effects were reported. Additional information received detailing that loss of capture was also observed.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, this device exhibited pacing inhibition. It was decided to explant and replace this device. No further adverse patient effects were reported.